Manufacturer narrative:
H6: work order search performed and 1 similar complaint found. Investigation for complaint #(B)(4) found no indication that manufacturing of the device contributed to the complaint issue. Claim#(B)(4).

Manufacturer narrative:
Additional information: d9: return date: 18-jul-2023. H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -10.50/3.5/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2022. Excessive vault without rotation was observed. Reportedly, "the patient complained of dizziness at night, never adapted, and was reluctant to re-implant. On (B)(6)2023, the lens was removed and the problem was resolved.

Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints. Claim# (B)(4).